Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 5, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 20, 2023.